Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 485 mg/dl at the time of the incident. The customer stated that they had high blood glucose due to snacking for the holiday and they forgot to give a bolus. The customer declined troubleshooting. The customer mentioned that they were in the middle of giving a bolus when the insulin pump shut down and came back up asking for the time and date to be reset and the insulin pump to be rewound. The customer reported that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm during bolus delivery. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer reported that they were able to clear the alarms and were able to rewind the insulin pump. The insulin pump passed the self-test. The device will be returned for analysis. The customer was advised to disconnect from the insulin pump. The insulin pump will not be returned for analysis.